Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" against right device. The device remains implanted.

Event description:
Patient reported "rupture" against right device. Patient later reported "silicone granuloma, extra capsular silicone leakage, and a burning sensation.¿ the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., d.9., h.3., h.6.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported right side "silicone granuloma, extracapsular silicone leakage, and a burning sensation".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). Granuloma: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed.

Event description:
Patient reported "rupture" against right device. Patient later reported "silicone granuloma, extra capsular silicone leakage, and a burning sensation.¿ the device has been explanted.